Event description:
(B)(4) study. Same patient as MDR ID# 2134265-2012-05548. Same case as MDR ID# 2134265-2012-05263. Same case as MDR ID# 2134265-2012-05561. Same case as MDR ID# 2134265-2012-05562. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction and restenosis. (B)(6) 2008 - patient had a 4.0 x 20mm taxus liberte stent implanted in the proximal right coronary artery (rca). Index procedure (B)(6) 2011 - the patient presented with recurrent sub sternal chest discomfort radiating to the neck and is associated with belching. The patient was diagnosed with unstable angina (braunwald classification:iib). Coronary angiography revealed the previously placed stent was 60% restenosed in the rca. Target lesion one was 99% stenosed, 2 mm long with a reference vessel diameter of 3.0 mm located in the distal rca. The physician placed a 3.00 x 16 mm taxus liberte using a direct stenting method with 0% residual stenosis. The lesion in crux of the heart was treated with the placement of a 3.5 x 12 mm ion stent (not overlapping with the 3.00 x 16 mm study stent). The in-stent restenosis of the previously deployed taxus liberte stent (deployed in (B)(6) 2008), was treated with the placement of a 4.00 x 38 mm ion stent. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient presented with mid-sternal chest pain radiating to the neck and associated with shortness of breath, nausea, dizziness, indigestion and belching. The patient was hospitalized on the same day. ECG revealed normal sinus rhythm with non-specific st-t wave changes. Cardiac enzymes were noted to be elevated. The patient was diagnosed with non st elevation myocardial infarction. It was noted at the time of event the patient was off all medications since the previous week. The 70-90% stenosed target lesion located in distal rca (at the bifurcation of the right posterior descending artery (r-pda) and right posteriolateral (rpl) branch) was treated with an unknown balloon catheter and deployment of 2.5 x 14 mm non- bsc drug eluting stent. The stent was post-dilated using an apex balloon. The procedure was completed without residual effects and the patient was discharged (same day) on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).